Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error and stopped during a procedure. There was no report of pt injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error and stopped during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error and stopped during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While on site, the service representative was unable to reproduce the issue. A serial readout was taken and sent to sorin group deutschland for analysis and the unit was put back into service. Evaluation of the serial readout was unable to confirm the issue. A full readout could not be completed and the pump was used following the event, which could have caused data to be overwritten. No further issues have been reported by the facility. A review of the DHR could not identify any concessions, deviation or non-conformities relevant to the reported failure. No trend has been identified. The market will be monitored for trends related to this type of issue.